Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the accuracy issue was not confirmed and applicable testing passed. Codes b01, c19, and d14 are applicable. A2, a4) patient age was reported as "45-50" and patient weight was reported as 80-89 kg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system. It was reported that there was a black screen. No patient complications have been reported as a result of this event. Additional information was received. There was a patient was on the operating table and the surgery was completed via the system's main screen. It was noted that the issue was not a software exit nor a hardware issue, it was reported that the cursor of the mouse was visible on the screen, but the screen was black. It was similar to a known anomaly that they were aware of when an external monitor or googles were connected to one of the ports. Additional information received from a manufacturer representative reported that there was a missing rubber on the image flat adapter and the bed holder was found loose. Additional information was received. It was reported that the patient did not experience any symptoms related to the reported event as per the manufacturer representative. The procedure being performed was for trauma/fracture stabilization. The issue occurred intraoperatively and delay was less than one-hour. Additionally, there was a deviation and the screws were manually adjusted to fit the clinical need. It was reported that the deviation fit the pattern of patient shift. Additional information was received. It was reported that trajectories deviated between 3.5 to 10 millimeters (mm).

Manufacturer narrative:
H2: additional information in section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.